Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. Additionally, it was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 382 mg/dl to a reading of "high" on the continuous glucose monitor. A correction bolus via the pump was delivered and a manual insulin injection were used to address bg. Customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.